Manufacturer narrative:
The customer contacted a getinge field service engineer (fse) via telephone. The customer's biomed stated that the cardiosave intra-aortic balloon pump (iabp) unit failed the membrane leak test. The customers biomed was able to confirm the issue being the new safety disk. To fix the issue, the customers biomed replaced the safety disk,drive side and the unit passed the pim test that the defective disk failed. No getinge service was determined to be necessary. Attempts to communicate with the customer have been made to obtain further repair information. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance being performed by the customer's biomed, the cardiosave intra-aortic balloon pump (iabp) unit failed the patient interface module test upon installation of the safety disk. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, h2, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10, h11. Corrected fields: h6(component code) additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that in order to fix the issue, the safety disk was replaced, and that all functional and safety checks to meet factory specifications were performed, and all passed. The iabp was then cleared for clinical service.

Event description:
N/a.